Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Blood glucose level was elevated; value was unknown. A manual injection was administered to address bg level. The cartridge and infusion set were changed to resolve the alarms. Insulin delivery was resumed.